Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as looking like acne across where the front of the garment sits. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized after a treatment where additional burns/irritations were reported, but there is no indication of medical intervention specifically for the irritation. Reporting out of an abundance of caution. Outcome of the irritation is unknown as the patient has since passed away. There is no indication that the skin irritation caused or contributed to the patient¿s passing.